Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a physician was attempting to use a euphora balloon dilatation device to treat a lesion in a patient. The lesion was a distal pda with 90% occlusion, with minimal tortuosity and minimal calcification. No damage was found with the packaging. There were no issues with removing the device from the hoop. Negative prep was performed. The euphora catheter was attempted to be used for pre-dilating the lesion, but it did not cross, so it was not deployed. There was no previously deployed stent. There was no resistance going into the body. Resistance was found when trying to remove the euphora balloon out of the guide catheter. After the euphora balloon was removed from the catheter, it was found that the balloon catheter was ¿broken¿. It was reported that the catheter/delivery system became deformed. No excessive force was used during delivery. The patient was stable during and after the case. No patient complications have been reported as a result of this event. No abnormalities were found with the anatomy.

Manufacturer narrative:
Product analysis summary: several kinks were evident on the hypotube from 8cm to 99cm distal to the strain relief. The device returned with a detachment at the guidewire entry port. The exchange joint material was torn and uneven on both sides of the detachment site. A section of the support wire was visible distal to the detachment site. If information is provided in the future, a supplemental report will be issued.